Manufacturer narrative:
Plant investigation: as of 11/12/20, there were samples were not returned, however, samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories, which had conflicting results. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20nxac013 did not meet release specifications and the allegation of conductivity low was confirmed. A product history review was performed. A review of the complaint management system on (B)(6) 2020 identified 6 additional reported events for lot no. 20nxac013 related to conductivity issues. A review of the product inventory records for lot no. 20nxac013 indicated that 2357 cases of finished product were manufactured on 10/7/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac013 met release specifications. In conclusion, 20nxac013 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action, preventative action. Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that before use, the conductivity was at or below the lower theoretical conductivity (tcd) limit. No patients were treated with the product. The biomed stated that more than one jug was affected, however, did not specify the amount. Per biomed they have successfully used naturalyte lots: 20nxac013 and 20lxac038. The biomed reported that there was no service to the machines and that they use bicarbonate naturalyte rx-12, lot : 20hxbc010.